Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analog interface (ai) printed circuit board (pcb) was received for investigation. A visual inspection was conducted, and no anomalies were found. Functionality tests were performed by attaching the returned component to a test ventilator. The unit ran in ventilation mode for a minimum of 24 hours. On review of the ventilator diagnostic logs ,no errors codes and no alarms were observed. The customer reported malfunction was not verified, as the unit passed all tests, calibrations and was found to be operating within manufacturing specifications.

Event description:
Covidien received information stating that an 840 ventilator stopped cycling while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event. There is no report of serious injury or death associated with this event.